Manufacturer narrative:
The complaint stated that the patient experienced high bgs (400 mg/dl) and the pdm screen went blank on (B)(6) 2023 (date of occurrence). The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The inspection of log files showed that the pdm was charged to a 100 % at 6:10 on (B)(6) 2023. The battery level dropped to 1% at 20:20 on (B)(6) 2023. This indicates that there are no issues with the battery holding charge. The controller was not charged on time leading to a drop in battery level on (B)(6) 2023. Based on the jump in timestamps from 20:20 on (B)(6) 2023 to 13:13 on (B)(6) 2023, it can be said that the controller was shut off between that time period. The pdm screen went blank as the controller was shut off on (B)(6) 2023 at 20:20. The controller was turned on at 13:13 on (B)(6) 2023. Investigation of the device showed no issues that would result in the pdm screen turning blank.

Event description:
It was reported that the patient had been hospitalized via ambulance and was admitted in the intensive care unit (ICU) due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl and the omnipod personal diabetes manager (pdm) screen was blank and the pod was removed prior to the hospitalization. Symptoms reported include vomiting, loss consciousness and had high ketones. At the hospital, the patient was placed on intravenous therapy of fluids and insulin. The patient was currently still in the ICU at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158